Manufacturer narrative:
The device logs have been received anf further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it alarmed for high peep (positive end expiratory pressure), high airway pressure and it gave a popping noise. The ventilator was replaced. There was no patient harm. (B)(4).